Event description:
Rec'd add'l pt info from customer 01/16/2003: pt had second procedure within one week of initial surgery. Lens was extracted, but iol could not be implanted. Part of the iris is missing. Cornea is a little clearer now, but iop remains low; ciliary body was probably damaged during initial intervention. Va is light perception. If iop improves, a corneal graft would be considered, but is unlikely.

Event description:
Additional follow-up noted pt visit 2/15/2003: va is count fingers, but improvement is expected; iop improved; upper part of cornea is white, but inferior portion is clearer. Dr continues to monitor progress.

Event description:
Reporter noted viscoelastic was injected behind lens to move it into anterior chamber to phaco. Used 100% u/s power; cornea and iris burn occurred. Cornea was white; surgery could not be completed. Pieces of lens remain in eye. Patient has been sent to another hospital for follow-up.